Manufacturer narrative:
(B)(6).

Event description:
It was reported that a blister was present on the patient after use of a dyonics rf wand.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Review of quality and manufacturing records could not be performed as the part and lot numbers were not provided. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: inadvertently activating the foot control before placement of the device, use of insufficient suction pressure, having inadequate flow and circulation of saline, or a secondary source of outflow was not used. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.